Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that contact 10 was reporting high impedances and "do not use." No trouble shooting was performed and cause was unknown. A follow-up programming session for a patient also revealed contact 15 was out of range (39600 ohms) and reporting "do not use."  The patient was unable to increase stimulation intensity due to previous programming in electrode 15. The issue was addressed by reprogramming on electrode 14, which resulted in satisfactory coverage for the patient. No symptoms reported.

Event description:
Additional information received reported that the extensions had been replaced on (B)(6) 2024. It was stated that an impedance check had been done and multiple impedance checks were performed with the wireless external neurostimulator for troubleshooting. The cause was not known.

Manufacturer narrative:
Continuation of d10: product ID 39565-30 serial# (B)(6) implanted: (B)(6) 2014 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative (rep) submit a follow up report. Upon interrogation, contact 10 impedances are within normal limits (previously out of regulation or oor) and contact 9 is now showing high impedances (30,880 ohms). Programmed around these electrodes and the patient still had good coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.